Event description:
Pt called lfs alleging that their test strips were peeling upon insertion into the meter. Pt explained the top layer of the tests trips did not seem to be glued on correctly. This issue had been occurring with other strips, however, pt had already thrown them away. It is unknown if all of the peeling strips were from the same lot number. Pt did not report any symptoms at the time of concern. The pt reported blood glucose results of "250mg/dl", "206mg/dl" and "100mg/dl" with a lifescan meter, performed within 10 minutes of each other. They explained that they used different vials of test strips when they obtained the back-to-back readings. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service rep walked pt through a successful control solution test using a new vial of strips (130/109-147). The meter and test strips were replaced due to the peeling strips issue and precision claim.